Manufacturer narrative:
Corrected fields: h6. Impact codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated with programmer due to ventricular assist device noise. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. The device remains in service. No adverse patient effects were reported.